Manufacturer narrative:
(B)(4). An investigation is in process. A follow-up report will be submitted when the investigation is complete.

Event description:
The customer states that a patient sample generated a lower than expected wbc result when processed on a cell-dyn sapphire analyzer compared to the wbc result obtained when repeated. The repeat result was reported from the lab. No adverse outcomes were reported related to this issue.